Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's friend reported via phone call that the keypad was sticking on the insulin pump and he also received a compromised force sensor system alarm. Caller stated that the keys are intermittently responding and when the customer rewinds and tries to fill the tubing, he receives an error message. Caller stated that the up and down buttons are getting stuck. Customer took the pump off and is giving himself insulin shots today.